Event description:
It was reported that the user had difficulty pairing a freestyle libre 3 sensor with the ilet bionic pancreas, resulting in delayed sensor connectivity and subsequent high blood glucose readings; troubleshooting and education were provided to address an incorrect or incomplete pairing process, and the event was categorized as user procedure error with no specific device component implicated. The user experienced a blood glucose peak of 401mg/dl without reported associated signs or symptoms. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage issue related to failure to follow instructions, with no applicable device component identified. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.